Event description:
This case was reported via regulatory authority ansm (reference number: r1700868) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("very severe pain in lower abdomen"), urinary tract infection ("severe urinary tract infection"), renal impairment ("impairment of kidney function (elevated level on most recent urinary tract infection?)") And lipoma ("lipoma on the lower abdomen") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2013, the patient experienced weight decreased ("weight loss of 7 kg since 2013 with no change in dietary habits"). In 2014, the patient experienced lipoma (seriousness criterion medically significant). In 2015, the patient experienced back pain ("pain in back and right knee") and arthralgia ("pain in back and right knee"). In (B)(6) 2016, the patient experienced balance disorder ("marked lack of balance at night, my body skewed to the left on waking"). In 2016, the patient experienced the first episode of epistaxis ("followed by epistaxis for 15 days") and tinnitus ("continuous whistling in my ears, still going on today"). In (B)(6) 2016, the patient experienced urinary incontinence ("sudden urinary leakages, incontinence, over 24 to 48 hours on two occasions in june and july"). In (B)(6) 2016, the patient experienced epicondylitis ("intense pain in right elbow: epicondylitis") and dyspnoea exertional ("I have difficulty breathing on major physical effort (consultation in cardiology)"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), urinary tract infection (seriousness criterion medically significant), renal impairment (seriousness criterion medically significant), vulvovaginal pain ("very severe pain in vagina"), memory impairment ("memory loss"), confusional state ("confusion"), visual impairment ("visual disturbances") and fatigue ("fatigue"). On an unknown date, the patient experienced the second episode of epistaxis ("bleeding from nasal passages") and dyspepsia ("dyspepsia"). The patient was treated with surgery (removal of lipoma) and alternative therapy (sessions of shock wave therapy in 2016 for epicondylitis). Essure treatment was not changed. In 2016, the first episode of epistaxis had resolved. In (B)(6) 2016, the urinary incontinence had resolved. At the time of the report, the abdominal pain lower, urinary tract infection, renal impairment, lipoma, vulvovaginal pain, back pain, arthralgia, balance disorder, memory impairment, fatigue, weight decreased, epicondylitis, dyspnoea exertional, second episode of epistaxis and dyspepsia outcome was unknown and the tinnitus, confusional state and visual impairment had not resolved. The reporter provided no causality assessment for abdominal pain lower, urinary tract infection, renal impairment, lipoma, vulvovaginal pain, back pain, arthralgia, balance disorder, the first episode of epistaxis, tinnitus, urinary incontinence, memory impairment, confusional state, visual impairment, fatigue, weight decreased, epicondylitis, dyspnoea exertional, the second episode of epistaxis and dyspepsia with essure. The reporter commented: test for allergy to nickel scheduled for (B)(6) 2017. Steps underway for removal. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced very severe pain in lower abdomen, severe urinary tract infection, impairment of kidney function (elevated level on most recent urinary tract infection?) And lipoma on the lower abdomen. Steps underway for removal. Only the event very severe pain in lower abdomen is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. During essure therapy, pain in abdomen may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
The reporter commented: removal date was planned to (B)(6) 2017. Allergy test date was post poned on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of product technical complaint was received. On (B)(6) 2017: no new information (date of implantation and scheduled date of removal). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced very severe pain in lower abdomen, severe urinary tract infection, impairment of kidney function (elevated level on most recent urinary tract infection?) And lipoma on the lower abdomen. Essure removal date planned on (B)(6) 2017. Only the event very severe pain in lower abdomen is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. During essure therapy, pain in abdomen may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained.